Event description:
The customer reported the device shut down during use. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.